Manufacturer narrative:
Correction: d2a - common device name.

Event description:
It was reported that the patient was experiencing ineffective stimulation due to lead migration and ipg moving in the pocket causing discomfort. Surgical intervention was undertaken on (B)(6) 2025 during which the lead was explanted and replaced and the ipg was repositioned in the pocket to address the issue. Therapy was restored post-surgery.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.